Event description:
During final torquing of the set screws the tip of the x25 driver stripped. Additional drivers were on hand and substituted to continue torquing the set screws. Stripped 3x.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mmsi final tightener was returned for evaluation. Visual inspection revealed that approximately 1-2mm of the hexlobes of the distal tips had become stripped in the direction of tightening. A review of the DHR found no issues that could have caused or contributed to the reported event. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the final tightener becoming stripped cannot positively be determined. However, the observed damage suggests that driver may not have been fully seated during use. No issue has been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.